Event description:
I am a 34 years old male patient who is currently resident of republic of ireland. On my annual vacations, I visited india and consulted an eye surgeon for possible refractive correctness interventions suggestion. On (B)(6) 2025, had a consultation (opd) with eye surgeon who suggested to go for contoura vision lasik surgery (alcon) rather than icl surgery for refractive correctness (high myopic astigmatism both eyes) based upon vision check, corneal thickness, health condition and contoura vision surgery benefits with high safety. There was no medical history, no ongoing medication or any health issues. I am non-alcoholic, non-smoker and have athletic body. On (B)(6) 2025, I underwent contoura vision surgery in hospital and post operative medications were prescribed (ophthalmic- antibiotic (gatifloxacin 4 times for 2 days followed by 3 times for next 13 days), immunosuppressant (prednisolone acetate, 3 times a day), lubricating gel and lubricating eye drops, zerodol for 2 days as pain relief. Post operative day 1, visited the hospital due to vision blurriness, dual vision. On checking in ot, surgeon identified the post operative surgical complication of flap wrinkles on slit lamp microscope and performed washing on left eye. Follow-up on (B)(6) 2025 was advised. On (B)(6) 2025, prednisolone was replaced by lpred (loteprednol etabonate) due to eye discomfort and strain. Surgeon, performed washing of both eyes with ironing on left eye and placed bandage contact lens ((bcls)on both eyes to clear flap wrinkles. On (B)(6) 2025, upon opd consultation, bcls were removed but vision in right eye was still blurred and further a lubricating gel was poured in right eye and was advised to close the right eye for 4 hours and visit the hospital again on (B)(6) 2025. On (B)(6) 2025, lubricating gel was replaced with systane (alcon) gel and lubricating eye drops were changes to systane ultra (alcon) eye drops on (B)(6) 2025, still blurriness of eye was persistent, thus right eye ironing and flap reposition was done, restasis (cyclosporin ophthalmic drops) was started twice a day in both eyes. Follow-up was advised for (B)(6) 2025. On (B)(6) 2025, on opd visit, vision improvement was seen but symptomatic flaps wrinkles were still seen in slit lamp examination. Surgeon, suggested to have regular eye and retina check every 1 month and report her the progress. Further, she said if the situation is persistent and hopefully it shouldn't, I have to visit hospital again and they might have to consider for flap suturing to remove wrinkles and fix them. As per surgeon, vision will improve over time and will take necessarily 1-3 months to recover. Also, surgeon conveyed that this was rarest of rare case for her since flap wrinkles in both eyes are not expected. Surgeon was unsure why this happened while I perceived this to be related to surgical issue and this type of safety complication was never apprised during initial consultation. I moved back to ireland on (B)(6) 2025 and stopped gatifloxacin after 5 days of use (twice a day) post (B)(6) 2025 as prescribed. Restastis, alcon gel, systane ultra eye drop and lpred is ongoing. I am still recovering with occasional eye burning sensations and dry eyes with is symptomatically relived with continuous use of systane ultra drops and other medications in use. Post operation without glasses.